Event description:
The report received indicated that the filter would not advance through the sheath and got caught up as it was being pushed through. No harm to patient. The optease filter and pusher in sheath will be returned. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The physician did not notice if the device was kinked or bent at any time prior to the reported event. The procedure was successfully completed with another device. Femoral access was used in the procedure. Analysis of the returned device indicated that one of the struts of the filter perforated the cannula. A kink on the cannula was found just on the perforation point.

Manufacturer narrative:
The report received indicated that the filter would not advance through the sheath and became caught as it was being pushed through. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The physician did not notice if the device was kinked or bent at any time prior to the reported event. The procedure was successfully completed with another device. Femoral access was used in the procedure. Analysis of the returned device indicated that one of the struts of the filter had perforated the cannula. A kink on the cannula was found on the perforation point. One non sterile 6fr sheath introducer one non sterile 6fr obturator and one non sterile tms filter were received inside a plastic bag. The filter was received inside the introducer. One of the struts of the filter perforate the cannula. A kink on the cannula was found just on the perforation point. No more anomalies were found. After the filter was pulled out from the cannula, the filter does not present any type of damage. The ID and od of the cannula was measured and was found within specification. Review of lot 15228879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported obstruction of the sheath introducer could not be confirmed during analysis since no obstruction was found on the returned sheath introducer. The cause that the barb from the filter perforate the cannula could not be determined. However, the kink that was found on the perforation point could be related to the action that the barb perforate the cannula. The cause of the kink on the cannula body could not be determined. Procedural or clinical factors might have impacted the event. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.